Event description:
Customer reported that he had high blood glucose of 324 mg/dl. Customer stated that his insulin pump is alarming motor error, squirting the insulin out during the manual prime and the drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to cracked end cap. Drive support disk was inspected and no anomaly was noted. Unit had scratched display window.